Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and small cardiac chambers. A mitraclip ntw was inserted without issues. However, while steering down to the valve, while turning the m knob, imaging revealed that the clip jumped suddenly to the medial direction and revealed that the septal leaflet was torn. It was noted that there were no issues with steering the device. Therefore, the procedure was continued with the same clip. The clip was deployed on the mitral valve, attached to both leaflets, reducing mr to a grade of 1. However, after removal of the steerable guide catheter (sgc), an atrial septal defect (asd) was observed. Therefore, an asd closure device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and based on the information provided, a cause for the reported unintended movement associated with clip jumping suddenly to the medial direction cannot be determined. Unspecified tissue injury appears to be due to the procedural conditions associated with the clip jumping (unintended movement). Tissue damage/injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 2921 difficult to open or close;1157 difficult or delayed positioning.